Event description:
It was reported that the patient's vision is good near and far; however, the patient's vision at the twenty-four (24) to thirty-six (36) inch distance is blurry. It was stated that the patient's visual outcome is significantly affecting her daily activities. An intraocular lens was implanted in each eye, whereby a separate medical device report will be submitted for each eye. The exact event date was not provided. The patient will be seeking a second opinion.

Manufacturer narrative:
. The intraocular lens remains implanted. A review of the manufacturing records for this intraocular lens revealed the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.